Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was further reported that the patient underwent a surgical procedure on (B)(6) 2010 and ams monarc and boston scientific uphold were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence and neuromuscular problems.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with an anterior colporrhaphy and posterior colporrhaphy, vaginal hysterectomy, cystoscopy, and closure of cystotomy due to pelvic relaxation, large cystocele, rectocele, uterine prolapse, combined urinary incontinence, and dysmenorrhea. On (B)(6) 2008, the patient underwent a proctoscopy, exam under anesthesia, exploratory laparotomy and resection of foreign body with vaginoplasty due to infected mesh eroded through the vaginal wall.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and prolapse. It was reported that the patient underwent mesh removal/revision on (B)(6) 2008.

Manufacturer narrative:
Date sent to FDA: 7/13/2016.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.